Manufacturer narrative:
Image review: one cine image was received from the account for review. The cine image shows a device inside the target lesion. The device is possibly an evercross pta device however this cannot be confirmed. It is not possible to confirm a burst balloon from this image. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: no intervention required to remove balloon fragments. More force required, but nothing excessive. The device was safely removed, with no injury occurring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use evercross pta balloon during procedure to treat a severely calcified lesion in the right distal superficial femoral artery with 50% stenosis. The vessel was little tortuous. The vessel diameter and lesion length are 5mm and 100mm respectively. There was no damage noted to packaging. There was no issue noted when removing the device from hoop/tray. The size and make of the sheath and guidewire was not provided. The device was prepped per IFU with no issues identified. During balloon inflation, the balloon burst at 8atm during third inflation. All fragments of the balloon was retrieved. The device did not pass through a previously deployed stent. There was resistance encountered when advancing the device with no excessive force used. Extreme recoil of calcified sfa after occurred several inflations. Physician used additional medtronic ptas followed by a 5x120 inpact admiral dcb tocomplete the procedure. There was no patient injury.